Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and suture with pledget was used. The distance between the suture on the pledget was short and the holes on the pledget were too close. The device was not used for the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).